Event description:
It was reported that the suction device on the anesthesia system had a broken on/off switch. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. Our field service engineer investigated the system on site. The on/off switch on the suction unit was replaced. The replaced part was kept and discarded by the customer which prevented a further investigation of the part. There is no additional information such as in what way the switch broke or the circumstances during the event. The suction module is mechanical/pneumatic device and has no ability to generate logs. The suction unit is used to extract body fluids from the stomach and airways. The suction pressure is regulated by means of the on/off switch and the vacuum regulator. If the switch breaks in a way that it results in the inability to turn on the suction function, it can lead to stop of suction function. According to the user's manual, prior to use, to ensure correct system functionality, optimal performance and patient safety, a system checkout procedure must be performed as follows: once a day, or before connecting the first patient within a running 24 hour period. The system functionality procedure includes a check for adequate suction pressure in the suction unit. Our conclusion is that the reported failure was caused by a broken on/off switch. The initially reported h4 manufacture date was incorrect. Therefore, the h4 manufacture date has been updated from 2021-11-11 to 2021-11-10.

Event description:
Manufacturer's reference number: (B)(4).